Manufacturer narrative:
St. Jude medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. Based on the information received, we conclude this was not a device-related death.

Event description:
A 6/4mm amplatzer duct occluder (ado) was implanted in a (B)(6) child. When the ado was released, the device moved forward into the aorta slightly. A pullback was performed across the aortic side of the device. The gradient was reportedly measured at between 6-9mmhg. The decision was therefore taken to percutaneously remove the device. They were able to remove the ado out of the pda, but could not retrieve it into the sheath. The patient was therefore referred for surgery to retrieve the device. During recovery the patient was found to have a necrotic section of her intestine. The patient died.